Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, it was noted that the impedance measurement for the pacing impedance of the right ventricular lead and left ventricular lead were missing. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.